Manufacturer narrative:
Initial and final MDR-(B)(4). Device 4 of 6. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion sets connection issue event on 12-jan-2025. The infusion sets was accidentally pulled out during use due to the tubing catching on something or the pump falling. The patient's blood glucose level was high, and a correction bolus was administered via the pump. The issue occurred with six infusion sets. No further information available.